Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an excessive no delivery alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. It was explained to customer that the no delivery alarm may cause blockage occurring at their cannula. The customer was advised the customer to replace site. No further assistance is needed.